Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qdmdsx and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure date/event date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on an unknown date and suture was used. During the procedure, the suture was broken during ligation. There were no adverse consequences to the patient. Additional information has been requested.